Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device and sterility records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have caused or contributed to the reported infection. It cannot be concluded that the reported failure was associated with a mal-performance of the implant or implant failure. Since it was reported the patient¿s outcome is unknown, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the limited information provided. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on d8 and h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that after an unknown procedure completed with a suturefix ultra, the patient reported an infection, when tested the suture material it was stated as cause for infection. The patient outcome is unknown.